Event description:
Customer reported taking 6 units of humalog based on a blood glucose result of hi, which on the advantage system indicates a result in excess of 600 mg/dl. Reported she would normally take 3 units at that time. An hour later, customer lost consciousness while driving her car and totaled her car. Customer states that she was taken to the hosp where she was tested at 33 mg/dl upon arriving. Customer was treated with IV glucose, kept overnight. A request was made for the return of the system, replacement was sent.